Manufacturer narrative:
The cause for the discordant bnp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur bnp result was obtained on a patient sample. Testing was repeated for the patient sample in duplicate and the results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bnp results.